Event description:
While attempting to remove an optease filter it was reported that a filter strut fractured. The filter had been implanted for five months. The filter was left in the pt, as it determined that it could not be removed safely. Per the report there was no impact to pt. The product remains implanted in the pt and is unavailable for evaluation. As no sterile lot number was provided, a review of the device or lot history could not be performed. When used as a temporary implant, the optease vena cava filter, as per the instructions for use, is to be removed from the pt within three weeks of deployment. This filter was attempted to be removed after it had been implanted for five months. This is far beyond the suggested allowable implant time. It is possible that endothelization of the filter struts over this extended amount of time prevented the removal of the filter and was responsible for the strut fracture. Based on the information available, it appears that the problem experienced by the customer may have been caused by procedural factors and is not related to a product quality issue.